Event description:
During sample evaluation an insect was found in the cassette. There was no patient involvement.

Manufacturer narrative:
(B)(4). The problem was confirmed. A evaluation of the actual sample was conducted and an issue was found related to the reported condition during the evaluation. Visual inspection performed with the following issues noted: insect on rib wall inside cassette. A follow-up medwatch will be submitted upon the completion of the evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the problem was confirmed during evaluation, as an insect was found within the sample. However, the root cause was not determined.